Event description:
Procedure type: kidney/adrenal gland surgery. According to the reporter: during the surgery, the inner seal broke, but nothing fell into the cavity. The procedure was completed with another. The operating time was not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported. Pt status: ok. No further pt info available.